Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received three pump error alarms after a battery error and a self-test. These three pump errors occurred during the last 30 days. The customer's blood glucose was unknown. The self-test was repeated and did not pass. The customer said that the failed battery test alarm occurred during normal use. Assisted with clearing the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to cold solder joint at keypad assembly. No unexpected failed battery test alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with faded serial number label. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.